Manufacturer narrative:
The complaint sample was received at viant for evaluation. Examination of the returned device does not confirm the reported bending damage. The device was confirmed to have met its straightness callout per specifications. It is found that the power adaptor has been heavily deformed from misuse and may have caused or contributed to the reported wobble. The sample was evaluated to its straightness as called out in the drawing and found to have been conforming using a calibrated indicator. Visual examination of the power adaptor finds severe material gouging in three places on the tapered round tip. The gouges are deep and have forced the material upwards and away the body of the device. Directly beneath the gouging of the collar are two prominent circular indentations. Striating wear deep enough to be felt with a fingernail is observed in three places on the cone. The flats are rough with material displacement, causing sharp corners. The bottom of the flats are nicked and gouged. The damage has caused the device to be unable to securely mate with a power source simulator without noticeable play. This wear damage is not consistent with intended use and may signify the device was connected to an incorrect power source or connected incorrectly to a power source. This remains unknown. The remainder of the device and the white sleeve are scratched, dinged, and nicked from repeated, intended use. The functional end works as intended and will move into the lock and unlock positions without issue. The reamer coupling will advance and withdraw without interference. The IFU sent with this device, d3.3.1.16 rev k, states the following; "visually inspect for damage and wear", "where instruments form part of a larger assembly, check assembly with mating components", "discard instruments with dull cutting edges or damaged instruments", "do not modify great batch medical instruments in any way and handle with care at all times". "Manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. When a surgical instrument reaches the end of its functional life, clean the instrument of any and all biomaterial/biohazards and safely discard the instrument in accordance with applicable laws and regulations." The device history records (DHR) was reviewed and no discrepancies were discovered. The device has experienced approximately 6 year(s), 1 month(s). The customer indicated the surgeon performs approximately 150 tha per year. However, it is unknown how many surgical procedures (cycles) this straight reamer handle had been used throughout its life in the field. The viant risk management files were reviewed and the failure mode was identified and mitigated to the lowest possible level. In conclusion, the complaint does not confirm the reported bending damage. The power adaptor has been significantly deformed and may have contributed to a wobbling sensation as the adaptor is unable to securely mate to a power source simulator. The root cause is attributed to misuse.

Manufacturer narrative:
The complaint sample was not received for evaluation. Once the device is received and the investigation is completed, a follow-up medwatch 3500a emdr will be submitted accordingly. Lot number is not yet available, hence, the manufacture date is unknown. Complaint information received from distributor, (B)(4). Foreign as event occurred in (B)(6).

Event description:
It was reported during a tha on an unknown patient, that it seems like the handle is bent and some wobble was noticed. No adverse events nor patient consequence were reported as a result of the malfunction.